Event description:
It was reported that during the implant procedure, after closing the pocket, the capture thresholds were 2.0 v, 1.5 ms. When the physician opened the pocket, blood was found in the lead.